Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. In addition the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) level was 45 mg/dl; cause was unknown. A glucagon shot was administered, juice was consumed, and a temporary basal rate was set to address the low bg. Reportedly, the customer continued to use the pump for insulin therapy.